Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) data transmission to the ilet while the dexcom mobile app continued to display glucose readings, consistent with intermittent bluetooth connectivity to the pump. No adverse clinical symptoms reported. Outcomes included no clinical impact, no alarms, and no need for medical attention. User support included standard troubleshooting and user education; before troubleshooting steps were performed, glucose values resumed on the ilet and no further support was required. Investigation of this case revealed a transient communication interruption between the cgm transmitter and the ilet with recovery without intervention, consistent with a resolved signal-loss event. It was concluded, based on previously established findings for similar reports, that the cause was a temporary wireless communication disruption.